Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving a dose of 1.647mg/day at a concentration of 25mg/ml of morphine for spinal pain. On (B)(6) 2013, the length of the catheter implanted at the time of implant surgery was entered incorrectly into a clinician¿s programmer. It was reported that the patient¿s therapy programmer shows 0cm removed from pump, and 37.5cm removed from spinal. It was observed that the catheter was actually 68cm long which did not match what was programmed. No symptoms were reported. If follow-up information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.